Manufacturer narrative:
No lot number is available. Based on all available information, it appears that the luer lock broke during preparation. This damage has not been visible, or the surgeon has not been aware of inspecting the device accordingly before adding an applicator, or it has been visible and the surgeon has evaluated to use the device anyways. This is not clear from the available information. During use, the connection between the syringe and applicator broke completely or already was broken before adding the applicator (was not attached properly), and the tip damaged the vein of the patient. As the luer lock appears to have malfunctioned and harmed a patient, it is relevant to investigate if this malfunction could be a result of the manufacturing change related to the luer lock and thus introduce a potential new risk. Qa have investigated the issue, and it is confirmed that it cannot be related to the manufacturing change (bounding). In conclusion, there are no new risk.

Event description:
Original information: it was reported by a sales rep that, during open abdomen surgery, the tip went into a vein and caused damage when tried to use it by pushing because the doctor didn't know how to connect the applicator. The details are unknown at this time, so it is being confirmed. Additional suture was performed to complete the case. Further details are not provided from the hp. The follow-up information where surgiflo is implicated: additional information has been received from the affiliate stating: procedure: right hepatectomy (open abdomen). Used part: middle hepatic vein. As a treatment for the vein damage, the bleeding was stopped by pressure hemostasis with surgicel nu-knit (about 50cc of bleeding). The patient's condition has not been affected since then. The jj sales rep held an information session for the operation room staff. Doctor's comment: "the cause was that the gelatin syringe was broken during preparation the sugiflo. The sugiflo pressure caused the applicator moved and damaged a blood vessel when the luer lock was not functioning and an applicator was connected and was used." Follow-up information was received stating: - please elaborate on which tip that you refer to? Is it the applicator tip or which tip? - how was the applicator attached if the luer lock/syringe was damage/broken? => the cause was that the gelatin syringe was broken during preparation the sugiflo. The sugiflo pressure caused the applicator moved and damaged a blood vessel when the luer lock was not functioning and an applicator was connected and was used. - is the surgeon familiar in using surgiflo? Flowable hemostats? => we couldn't get the information. - what is the status of the patient? Recovered? Discharged? => there is no problem with the patient. - how was the damaged vein treated? => as a treatment for the vein damage, the bleeding was stopped by pressure hemostasis with surgicel nu-knit (about 50cc of bleeding). - what was the indication for using the product? => right hepatectomy (open abdomen) - was there any delay in the procedure as a result of this event? If so, how long? => we couldn't get the information. - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? => we couldn't get the information.

Manufacturer narrative:
No lot number is available.

Event description:
Original information: it was reported by a sales rep that, during open abdomen surgery, the tip went into a vein and caused damage when tried to use it by pushing because the doctor didn't know how to connect the applicator. The details are unknown at this time, so it is being confirmed. Additional suture was performed to complete the case. Further details are not provided from the hp. The follow-up information where surgiflo is implicated: additional information has been received from the affiliate stating: procedure: right hepatectomy (open abdomen). Used part: middle hepatic vein. As a treatment for the vein damage, the bleeding was stopped by pressure hemostasis with surgicel nu-knit (about 50cc of bleeding). The patient's condition has not been affected since then. The jj sales rep held an information session for the operation room staff. Doctor's comment: "the cause was that the gelatin syringe was broken during preparation the sugiflo. The sugiflo pressure caused the applicator moved and damaged a blood vessel when the luer lock was not functioning and an applicator was connected and was used."